Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: (milking roller and other tools were not used). The cause of the loss of negative pressure is unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number. "Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? What is the current condition of the patient? Please perform and document the follow up attempt for product return. Why was milking performed? Was the drain clogged? Was there visible damage or blemish to the drain prior to breakage? It was noted negative pressure was no longer applied. Was the reservoir checked?" This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown breast surgery on an unknown date and a drain was used. After surgery, in the ward, during use, there were no disconnection or there was no problem with the fixation parts, but negative pressure was no longer applied. Then, when milking was performed using cotton, the drain broke off. After the breakage, it was reconnected and could be used as normal. . There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned . Additional information provided: after the drain was broken, the product was reconnected to the reservoir and continued to be used according to the surgeon's judgment. The cause of the loss of negative pressure is unknown. After treatment for the defect, the drainage was performed without any problem, and after the drainage was completed, the complaint drain was removed and returned to us. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: reservoir is ju0787. Drain is unk. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Yes. If broken post op when removing drain from the patient: was the broken drain removed completely from the patient? Yes. Were any pieces left inside the patient? No. The breakage occurred outside of the patient's body. What is the current condition of the patient? No. Please perform and document the follow up attempt for product return. The device has been received at (B)(6) and will be shipped. Additional information has been requested however not received why was milking performed? Was the drain clogged? Was there visible damage or blemish to the drain prior to breakage? It was noted negative pressure was no longer applied. Was the reservoir checked? Events reported via: mw# 2210968-2023-08402, mw# 2210968-2023-08769. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) . H3 evaluation: complaint sample review : one complaint sample of the drain in two parts (one was of around 300 mm with connector and another was of around 700 mm) was received for evaluation, both the pieces were checked visually, below are detailed observations: drain was cut off from the round portion in two parts (first portion was of around 300 mm with connector and second portion was of around 700 mm). First portion : having one side as perforation while other side was connected with the adapter, having fine traces there, reflecting that this portion was in use. Second portion : having deep cut mart at one side. Documents review : not applicable, as lot number of the complaint is unknown, hence, batch history review is not performed. Retention sample review : not applicable, as lot number of the complaint is unknown, hence, retention sample review is not performed. It is suspected that, the drain might have came in contact with some sharp tool used prior or during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible. As per standard practice, 100% functional test and 100% visual inspection was carried out visually. Before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.